Event description:
It was reported that a 30-year-old caucasian female patient underwent a primary breast augmentation with two 550cc mentor memorygel breast implants and experienced bilateral breast ptosis and a rupture on the left side post-operatively. It was also reported that the patient experienced pain and ¿displeasure with skin over implants¿. The patient feels that the tissue overlying the implants has gotten looser. It was reported that the patient has a history of schizoaffective disorder (possible bpd and bipolar disorder), panic disorder, pots, and migraines. As a result, the patient is to undergo bilateral device explantation on (B)(6) 2025. This report is for the right-side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain, breast ptosis, and psychiatric disorder. D6b. Explantation date: (B)(6) 2025. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 06, 2026, mentor received additional information reporting that the patient's replacement device was a 550cc mentor memorygel breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 27, 2025, mentor received additional information reporting that the device date of explantation has been updated. The new date of device explantation has been reported to be (B)(6) 2026. D6b. Explantation date: (B)(6) 2026. Manufacturer¿s reference number: (B)(4).